Manufacturer narrative:
(B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The patient reported through social media the surgeon implanted an icl implantable collamer lens in his right eye (od). The patient reported three days post-op, he had blurry vision and couldn't read small print. The patient reported large letters are ok but still fuzzy and not as crisp like when he wore contact lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.